Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at user facility. Review of history indicates on (B)(6) 2011 at 0908, door opened, 2.0 mg loading dose set and starter, door locked, 1.1 mg loading dose end and empty syringe alarm. Between 0911 and 0916, check vial alarm, check syringe alarm, check injector alarm, confirm morphine 5.0 mg/ml, previously programmed settings retained, pca+continuous mode, 4.0 mg pca dose, 4.0 mg/hr continuous rate, 15 min pca lockout, 20 mg 1 hr dose limit, 2 confirm no, pump reprogrammed with an 8.0 mg pca dose, pca dose upper soft limit alert 4.0 mg, pca dose upper soft limit override 8.0 mg, check settings alarm, pump reprogrammed with a 3.0 mg/hr continuous rate, a 4.0 mg pca dose and 19.0 mg 1 hr dose limit, confirm 3.0 mg continuous rate, confirm 19 mg one hour dose limit, 2.0 mg load dose end. Between 0917 and 1317, 4 infuser paused alarms, one 2.0 mg load dose end and 34.7 mg shift clear. Between 1318 and 2200, 6 infuser paused alarms, four 2.0 mg load dose end, one 4.0 mg load dose end and 37.8 mg shift clear. Between 2343 and 0546, 4 infuser paused alarms, new date stamp (B)(6) 2011, two 2.0 mg load dose end, two 4.0 mg load dose end, check settings alarm and 35.0 mg shift clear. Between 0547 and 0557, infuser paused alarm, one 4.0 mg load dose end and 4.4 mg shift clear. Between 0710 and 1357, 9 infuser paused alarms, four 2.0 mg load dose end, four 4.0 mg load dose end and 47.5 mg shift clear. Between 1423 and 1604, two 4.0 mg load dose end, 2 infuser paused alarms, 4 check vial alarms, 5 check syringe alarms, 2 check injector alarms, 1 bar code not read alarm, confirm and retain settings and pump powered off. Review of history indicates device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pump did not alarm when the syringe was empty. On an unspecified date and time, the pump was programmed to deliver morphine 5mg/ml in the pca+continuous mode, with a 3mg/hr continuous rate, a 4mg pca dose, and a 15 minute patient lockout. No further programming parameters were provided. On (B)(6) 2011 at 1530, the nurse looked at the vial and noted that the syringe was "completely empty." It was reported that the pump did not alarm for empty syringe. A new syringe was inserted into the pump and therapy was resumed. After an unspecified length of time, the nurse noted "approximately 2 inches" of air "in the main part of the tubing." It was reported that the syringe plunger was at the 1ml mark. The customer reported that no air reached the patient. At this time, the pump was removed from clinical service. Therapy was resumed using a replacement tubing set and pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The customer contact indicated that it was a possibility that air was introduced into the tubing during the syringe change. Though requested, no additional information was provided.